Event description:
It was reported that due to twiddler's syndrome, the right. Atrial (ra) lead dislodged and retracted into vasculature. The ra lead was explanted, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended and retracted, the full helix extension length was measured within specification. Visual and x-ray examination did not find any anomalies with the exception of procedural damage